Manufacturer narrative:
Additional information received: the abutment is not fractured and is only the concomitant product. The complaint was created in error. This is a follow up report for this additional information. This follow up report is to correct this event to a non-reportable. This report was submitted in error. Please disregard the initial report.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the ankylos implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a customer experienced loosening and fracturing of the dental implant abutment and subsequent implant loss.